Event description:
Pressure tubing on the nasal continuous positive airway pressure (ncpap) generator broke at the blue connector. CPAP pressure was lost and the baby desaturated and required manual resuscitation for 30 seconds.approximately 6 months ago, our facility observed the same failure (tubing breakage at the pressure tubing-blue connector junction) upon connecting the tubing set to the CPAP generator immediately after removing the tubing set from the packaging on two separate occasions.